Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that, during investigation of the product, there was a line found going across the display of the blood glucose monitor. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.